Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was returned for failure analysis, but the reported failure (c-00 error on erbe) could not be reproduced. The unit had a m-02 error upon startup. As a safety precaution the unit will be returned to the original manufacturer for further investigation. A review of the procedure logs confirmed that the unilateral inguinal hernia procedure was performed on (B)(6) 2022 on system sk3760. The electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup third party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a c-00 error occurred against the generator during system startup. The site attempted to clear the error by restarting the system, but it remained. The customer switched to a third-party generator to complete the procedure. There were no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm the patient demographic information. The patient was 70 years of age, male, 150 lbs, and of white ethnicity.